Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited high pacing impedance that was greater than double from the baseline impedance. No intervention was performed. The patient was stable.